Manufacturer narrative:
Device passed the displacement test and self test. No pump error 54 or pump error 3 alarm noted during testing. However, pump error 54 and pump error 3 alarm found in the formatted history due to a software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarm had multiple pump error alarm. Customer's blood glucose value was unknown. The device will not be returned for analysis.